Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; torn material; evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Based on the complaint history, work order search, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received - the reporter stated the surgeon loaded the lens and noted under the microscope a nick/tear in the lens. The lens was ejected out of the cartridge and the backup lens was implanted. There was no patient contact.

Event description:
The facility returned a torn 12.6mm micl12.6 implantable collamer lens to the manufacturer. Information was provided with the returned product - "opened, not used, not in eye, nick in lens." Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.